Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2019 and will likely require a right knee revision surgery to remove the truliant polyethylene tibial insert at a later date. The patient has already had a left knee revision due to accelerated and preventable wear of an exactech device. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.h6: corrected health effect, component, and investigation clinical codes.